Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, post paced t-wave oversensing (pptwos) was noted. Technical services recommended programming parameters to resolve the issue. The patient was stable.